Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2017-05-08 the consumer reported that they had poor coupling. The antenna locate feature was reviewed and did not resolve the issue. There were no implant pocket concerns and the patient noted the recharger antenna was damaged. A replacement was sent. Additional information received from the consumer stated he got the antenna and after changing it out he still was not getting coupling. The patient was directed to their healthcare provider and had an appointment for the next day. The indications for use were spinal pain and complex regional pain syndrome type I. No patient symptoms reported. On 2017-05-31 additional information was received from the healthcare provider (hcp) on 2017-05-31. The hcp reported that a fluoroscopy of the spinal cord stimulator (scs), lead and reprogramming of the scs was done. The hcp reported that the patient was placed on the fluoroscopy table and the fluoroscopy unit was used to check the integrity of the scs system. The hcp reported that the paddle lead looked to be in excellent position with its area of coverage at the top of t11 identical to where it had been in the past and the lead appeared midline. The hcp reported that a manufacturer¿s representative (rep) reprogrammed the patient and showed good impedances and no fractures or lines or disconnections. The hcp reported that they were able to get pretty reasonably good stimulation with coverage of both legs where his distribution of pain was although not quite as good as he had in the past with this same system. The hcp reported that the patient was satisfied, however when he was discharged home, they had good coverage and was told to follow up in about 2 weeks to see how he was doing. The hcp reported that they may need to bring him back and reprogram him again if there were any changes in swelling or anything like that around the paddle lead. No further complications were reported. On 2018-nov-08 additional information received from the patient. It was reported that the patient was having poor difficulty charging and was having poor coupling. In addition, the patient noted a persistent thermometer icon on the screen. The patient noted charging under blankets/pillows or near ambient heat source. It was reviewed with the patient to charge in a well ventilated area but it was unknown if the issue was resolved after this. The patient stopped charging at the time of the event and during the report, the patient was able to charge normally. In addition, the patient noted visiting the hcp, an x-ray confirmed the implantable neurostimulator (ins) was not flipped, and the manufacturer representative (rep) was aware. It was also reported that the insr antenna had not been replaced. A replacement device was sent. There were no further complications or anticipations reported with this event. On 2024-mar-20 the reason for call was patient reported the previous implant was replaced because they had issues finding the sweet spot for charging the implant and the issue began from 2016 to 2020 or 3 years. Patient knew where to place the antenna which was right above their waist or on the side and sometimes the implant charged right away and at times it took a long time to charge the implant.